Manufacturer narrative:
Correction: based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The field service engineer (fse) engineer was dispatched to the site and confirmed the display. On inspection the fse replaced the overlay switch. Now unit on off led are working fine. The fse replaced the ui pcba cable, m2x3 socket screw, user interface, lcd tray & nec cable to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit had no display. Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.